Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths or adverse events, which were attributed to the natural course of the patient disease. Unique device identifier and mean patient weight information was not available. No further details were provided.

Event description:
Literature was reviewed regarding clinical results at one year following transcatheter aortic valve replacement employing the cusp-overlay technique. The study population included 217 patients who were predominantly female with a mean age of 83.4 years old. Multiple manufacturer¿s devices were implanted in the study population; 207 patients were implanted with a medtronic evolut r (n=195) or evolut pro (n=12) bioprosthetic valve. Deaths occurred in the study population, including three procedure-related deaths, six early in-hospital deaths, and 32 deaths at one-year follow-up. However, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: bleeding or vascular complication, arrhythmia requiring permanent pacemaker implant, moderate to severe paravalvular leak, stroke, and rehospitalization for cardiac-related issues. Other clinical observations that likely occurred during use of the delivery catheter system (dcs) included access-site bleeding complication. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: authors: martin w. Bergmann et al. Alster-tavr 2024: clinical results at one year following optimized self-expanding, transcatheter aortic valve replacement employing the cusp-overlay technique. J invasive cardiol nov;36(11) 2024. 10.25270/jic/24.00121. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.